Manufacturer narrative:
Correction: patient underwent bilateral removal and replacement with two 375cc mentor smooth round high profile memorygel breast implants r) catalog: 3503754bc lot: 7329835 sn: (B)(6) l) catalog: 3503754bc lot: 7583721 sn: (B)(6) on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary: during evaluation of the device it was observed to be ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal and daily routines. A manufacturing record evaluation (mre) was performed for the finished device number 7302372, and no non-conformances related to the reported complaint were identified. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 275cc mentor smooth round moderate plus profile memorygel breast implant catalog: 3502751bc lot: 7280438 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient who underwent breast surgery with two 275cc mentor smooth round moderate plus profile memorygel breast implants experienced bilateral rupture post procedure. An ultrasound performed on (B)(6) 2019 and a magnetic resonance imagery performed on (B)(6) 2019 confirmed right sided rupture. As a result, patient had an explantation on (B)(6) 2019.